Event description:
It was reported that the patient coded following an ipg replacement procedure (3006705815-2022-18325). The patient was hospitalized and follow up indicated the patient passed away.

Manufacturer narrative:
The report stated that the patient passed away on (B)(6) 2023 which was after ipg revision procedure that occurred on (B)(6) 2023, cause of death unknown. As received, there were no allegations against the returned ipg. Analysis of the device was completed to document the ¿as received condition¿ with images and a brief description. The ipg had minor tooling marks as a result of the explant procedure, device communicated with all lab utilities and the device passed all tests on the ate. Two terminal end lead segments were also returned with the ipg for disposal.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.